Manufacturer narrative:
The investigation was completed on 31-mar-2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. A hemostatic valve failure occurred. The hemostatic valve was damaged when the smarttouch sf catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was intact. Timing when complaint occurred was after the right ventricular outflow tract (rvot) ablation after 1 hour and 30 minutes after using the catheter. The damage was not a major injury in appearance. The issue resolved with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small replacement. The procedure was completed without patient's consequence. Additional information was received. The hemostatic valve section broke/separated. The hemostatic valve did not dislodge inside the hub or outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. There was no reflux of blood observed. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).